Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion exposing the outer coil caused by friction to the device can. Electrical testing found an internal short due to procedural damage. The cause of the reported event was due to the external insulation abrasion consistent with friction to the device can and the exposure of the outer coil in the abrasion zone.

Event description:
The patient was admitted to the hospital for a lead revision following oversensing due to noise on the ventricular channel. The lead was explanted and replaced and the patient was in stable condition.